Event description:
It was reported that during a da vinci si procedure, the prograsp forceps instrument was noted to have a broken wire. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument wrist. Additionally, the distal pulley exhibited an indentation at the edge of the distal pulley and scratches on the surface of the pulley. Also, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the mechanical indentation to the pulley may have been due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and the main tube damage found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.